Event description:
During a surgical procedure the ceramic tip of the resectoscope inner sheath broke off inside the pt. All pieces were retrieved and the procedure was completed without harm to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.